Manufacturer narrative:
(B)(4). The events of wound dehiscence and infection are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The device remains implanted and has not been returned. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion.

Event description:
Healthcare professional reported bilateral implantation of seri surgical scaffold and concomitant non-allergan breast implants on (B)(6) 2015 during revision to breast augmentation. Post-implantation, beginning (B)(6) 2015 on the left side and (B)(6) 2015 on the right side, the patient experienced "openings of the wounds" where the "mesh is not allowing wound to heal." The patient's physician suspected an infection, and also reported redness bilaterally. The physician attributed the cause of the events to the seri device, and has scheduled the patient for surgery to remove the device completely from both sides. The patient has been treated with negative pressure wound therapy, promogran and alcohol wound dressings and kenalog. The symptoms are ongoing at this time.